Event description:
Intuitive surgical, davinc-isi, endowrist one vessel sealer tips would only partially close. Vessel sealer removed from field and replaced with like device that functioned without issue.